Manufacturer narrative:
(B)(4). The analysis result showed that the instrument was received empty and with the jaws were found to be in a yielded condition making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. No functional test could be performed due to the returned condition of the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: what vessel or structure was the device fired on at the time of the event? The anastomosis of the gastric pouch to the jejunum. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Inside and outside. The clips continued to not work in either location. Did somebody other than the primary surgeon fire the instrument? If so, whom? Yes, the pa who has amazing surgical skills.

Event description:
It was reported that during a gastric bypass procedure, the clip worked at the beginning of the case but it stopped forming clips around the 12th clip. The clips would come out u shaped. No patient consequences reported. Endostitch was used to complete the procedure.